Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update the initial reporter information (e1) that was left off the last report.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock due to changing morphology. Review of the stored episodes found additional inappropriate shock episodes from earlier. Technical services (ts) was consulted to review the data. Upon review ts noted that there was one treated and two untreated episodes sent, the additional inappropriate shock episode was not sent for review. Ts discussed that the episodes reviewed were stored due to t-wave oversensing from a change in morphology. Ts noted that the rhythm may be bundle branch block or ventricular tachycardia (vt). And that the clinic will need to diagnosis the rhythm. Ts discussed programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock due to changing morphology. Review of the stored episodes found additional inappropriate shock episodes from earlier. Technical services (ts) was consulted to review the data. Upon review ts noted that there was one treated and two untreated episodes sent, the additional inappropriate shock episode was not sent for review. Ts discussed that the episodes reviewed were stored due to t-wave oversensing from a change in morphology. Ts noted that the rhythm may be bundle branch block or ventricular tachycardia (vt). And that the clinic will need to diagnosis the rhythm. Ts discussed programming options. The s-ICD remains in service and no adverse effects were reported.